Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2021-17803, 1627487-2021-17804. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein a new lead was implanted. Postoperatively, the patient has effective therapy.